Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional promus device is being filed under a separate medwatch MFR number. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the overlapping of the stents contributed to the stent not being fully apposed to the vessel wall, and further interaction with the balloon catheter during the additional treatment of post dilatation may have contributed to the stent fracturing; however, this could not be confirmed and a conclusive cause could not be determined. It was reported the patient returned to the hospital with chest pain and it was noted the stent was fractured and restenosed. There was significant kinking of the vessel with systole, possibly related to the stent fracture as it had not been previously seen. Angina, vasoconstriction (coronary artery spasm) and restenosis are known adverse events listed in the promus instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent fracture for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that on (B)(6) 2011, pre-dilatation was performed with a non-abbott dilatation catheter in the mid left anterior descending artery. A 2.5 x 28 promus otw stent was deployed. A 2.75 x 50 promus stent was then deployed proximal to the previous stent overlapping. The stent balloon was deflated and then advanced to cover the proximal two-thirds and re-inflated. Overlapping balloon inflations were performed and the balloon was removed. Angiography was done and the physician elected to post-dilate the distal third of the stent with a non-abbott dilatation balloon to obtain better apposition of the distal stent to the vessel wall and overlapping balloon inflations to cover the entire distal portion of the stented segment were performed. The balloon was removed and repeat angiography was done. Residual stenosis was 0% with timi iii flow. The patient was reported to be in satisfactory condition. On 06/27/2011, the patient returned to the hospital with complaints of chest pain and cardiac enzymes were negative. Angiographic assessment was performed and the 2.75 x 50 promus stent was noted to be widely patent. The 2.5 x 28 promus stent was noted to be fractured, but not separated. It was noted that there was another area of potential fracture associated with a 70% stenosis, in an area where there was significant kinking of the vessel with systole, possibly related to the stent fracture as it had not been previously seen. The stent fractures were treated with a non-abbott stent that covered both segments where there were stent fractures. Residual stenosis was 0% and normal flow was noted. Patient condition is reported as fine, with no patient complications. Though requested, no additional information was provided.